Event description:
It has been reported to co that during this procedure the device failed to pace or sense. There is no report of patient injury. The device is being returned to co for their evaluation.